Event description:
During a routine hemodialysis treatment, it was reported that a patient became unconscious and his blood pressure dropped. Patient was given 200-400cc ns and was alert and awake when ems arrived. It was reported that the patient weighed 3.8 kg less after treatment was discontinued with an initial uf removal target of 0.8 kg. Patient did not go the hospital. No additional medical intervention was required.